Event description:
Boston scientific received information that that this right ventricular (rv) lead displayed high shock impedances. The lead was going to be tested by a field representative. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead was capped and abandoned as a result of the high shock impedance. No adverse patient effects were reported. A new lead was successfully implanted.

Manufacturer narrative:
I went to the field for additional information. This report will be updated when new information is received.